Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 400 mg/dl with nausea, and has lost confidence in the pump. No unusual treatment was required. Troubleshooting by customer support found no delivery issues with the pump. Time/date were correct, basal and bolus histories were as expected. The patient was referred to a health care provider. The bg excursion does not meet animas criteria for a reportable event. This complaint is being reported due to the patient's allegation of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: no defect was found. The pump history shows a replace cartridge alarm on (B)(6) 2016 16:12; the next prime was recorded on (B)(6) 2016 14:55. The last basal delivery was on 2016-06-01. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.